Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Debris disposition is unknown.

Event description:
Podiatrist used cannulated screw tuesday morning. He sent me a picture today and asked what happened. He said he didn¿t notice the screw having any issues when inserting. Screw debris was removed (B)(6) 2018.